Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The adverse event was determined to be causally related to interbody cage. On (B)(6)2019, the patient underwent an additional surgery due to intersomatic cage sink into superior plate of l5 vertebrae. This additional surgery was posterior l4-l5 decompression and bilateral artrodesis. No previously implanted devices were explanted during the additional intervention. The adverse event was terminated/resolved on (B)(6) 2019.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pre-operative diagnosis of leg pain; and underwent direct lateral interbody fusion at l4/l5. On around (B)(6) 2018, post-op, the patient was diagnosed with intersomatic cage sink into superior plate of l5 vertebrae. The patient experienced back and leg pain and radiculopathy at right l5 and s1. Vertebral cementation was performed as an additional procedure due to this event. The outcome of this event is ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Posterior decompression is to be performed for the patient; but the date of this surgery has not been finalized. MRI and scintigraphy was performed to rule out infection. CT was also performed, which showed foraminal compression.